Event description:
The patient was experiencing "excessive sedation followed by withdrawal type symptoms the next day." The patient was admitted to the hospital. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.